Event description:
The complainant reported that rotator broke on the end of the high pressure tubing two (2) times. The lab staff was not sprayed. No harm or injury reported. This is one of two reports: 1721504-2010-00359.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.